Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not have been delivering properly. Blood glucose level at the time of the call was 429 mg/dl, which had been treated by a manual injection. The customer stated that the high blood glucose levels persisted despite site changes. The customer stated that no alarms had occurred since the high blood glucose levels began on the previous day. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level by the end of the call was 422 mg/dl. The insulin pump was not replaced or returned for analysis.